Event description:
It was reported that the patient¿s stimulator was removed a year ago because it wasn¿t helping him and he couldn¿t function, run or walk; he also could not have an MRI. The patient clarified that he couldn¿t function because when he turned stimulation on, he had to either sit or lay down as it made it difficult for him to walk and he would ¿stagger around with it.¿ this started when it was implanted. The device had helped his pain, however. The device was explanted about a year prior. The patient still had a lot of pain. Additional clarification from the patients physician was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0405908v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3487a-33, lot# j0405908v, implanted: 2004, product type: lead. Product ID: 748925, serial# (B)(4) implanted: (B)(6) 2004, product type extension. (B)(4).